Event description:
User reported that during a case, the pump was stopped as the safe flow bubble detector had triggered. The user noticed that the level sensor had not recognised that the reservoir level had dropped below the protected level which should have stopped the pump prior to the safe flow bubble detector. Once the pump stopped, the reservoir volume returned, the safe flow bubble alarm was cleared, the pumped restarted and the case continued without issue. The pump was stopped for less than 20 seconds. Testing the level sensor afterwards, the user physically manipulated the sensor and saw the leds intermittently flash on and off. The user opted to change out the level sensor. There was no patient harm as a result of this issue.

Manufacturer narrative:
Investigation of the logs corroborate the events described by the user. No physical damage found on the device, further functionality testing found no issue, the level sensor triggered as expected. Root cause suspected to be an improperly attached level sensor cradle (holds level sensor against reservoir).